Event description:
An 8/6mm amplatzer duct occluder (ado) was deployed but was removed as it easily pulled through the pda. A 10/8mm ado was then deployed using a 7f amplatzer torqvue 180 delivery system (dtv180) and this ado also pulled through the defect. The ado was attempted to be recaptured but the ado would not retract back inside the dtv180 sheath or be pushed back out. The patient was sent to surgery immediately to have the ado removed and their pda ligated. The patient is fine post surgery.

Manufacturer narrative:
The 7f dtv180 and 10/8mm ado were received at sjm and decontaminated. The sheath and delivery cable were cut 1.45 and 1.90 inches from the distal tips, respectively. The 8/6mm ado was partially retracted into the sheath tip and attached to the delivery cable, with the tip of the sheath partially inverted. The pieces were disassembled, microscopically examined, and no anomalies were found. Due to the cut tip of the sheath, deployment and retraction testing were not performed. The loader contained a kink 5mm from the strain relief. There was no damage found on the stopcock, extension tube, or hemostasis valve. The ado was removed from the delivery cable and sheath, examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a caliper. The ado was successfully deployed and retracted from a test 7f sheath without any difficulties, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.